Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was like the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6), male, patient, to report that she cannot finished fitting the patient with the lifevest because the patient's electrode belt has bent pins and will not connect to the monitor. The patient was provided with a replacement electrode belt.